Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit isn't powering on. There was no patient involvement reported.

Manufacturer narrative:
Contact person phone number: (B)(6). A getinge field service engineer (fse) resolved the issue over the phone by reconnecting the iabp to the mains and the iabp got powered up on ac power and batteries started to charge. The iabp was then cleared for clinical service. H3 other text : fse instructed over a call.